Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on may 14, 2010, for investigation. A visual inspection revealed that the seal and the tension spring assembly were inside the loading device, under the window. The delivery device was received separate and the plunger had been depressed. There was no evidence of blood on the device. Based upon the received condition of the device, the failure mode "the seal did not load properly into the delivery tube" is confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal did not load properly. A replacement unit was used to complete the procedure. There were no pt effects. The product was returned.